Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00478 / 00479).

Event description:
It was reported patient underwent an initial hip arthroplasty on an unknown date. Subsequently, patient alleges pain, fluid around pelvis and elevated cobalt and chromium levels. There has been no reported revision procedure. No further information has been provided to date.